Event description:
It was reported that there was a revision of a stem head and liner due to the fact that the head disassociated off the stem and trunnion was worn.

Manufacturer narrative:
An event regarding disassociation between the femoral head and stem involving an accolade plus tmzf hip stem #3 was reported. The disassociation was not confirmed. Device evaluation and results: a material analysis confirmed no material or manufacturing defects were observed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. The wear on the trunnion was determined to be caused by movement between the femoral head taper and the female stem trunnion however how or when the locking mechanism failed was not able to be determined. Despite this information, the disassociation between the femoral head and stem could not be confirmed without further clinical information. Further information such as patient medical records and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of a stem head and liner due to the fact that the head disassociated off the stem and trunnion was worn.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.